Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The perceived root cause of the event was believed to be an annular perforation just below left coronary. The root cause of the event was likely due to patient factors (calcified and restricted valve) and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6) that an annular perforation occurred. As reported, during a 29mm sapien 3 case by transfemoral approach in aortic position, the valve was deployed as expected (no bav was performed). However, the pressure dropped immediately after deployment and the echo showed accumulation of fluid in pericardium. The annular perforation happened during valve deployment. Pericardiocentesis was initiated, 700mls blood drawn off, cell saver established and 100 protamine given to reverse heparin. Blood transfusion was required. The patient was put under ga. After 45 minutes, the effusion stopped. Wires and lines were removed. The patient was extubated in ICU and was recovering. The perceived root cause was believed to be an annular perforation just below left coronary artery. The patient outcome was good.